Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code- mechanical (04)- femur. Visual examination of the returned product found the femoral to exhibit signs of being implanted scratched / stains. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown palacos cement - unknown. 42512100712 - articular surface medial congruent (mc) left 12 mm height use with tibia sizes e-f/cr femur sizes 6-7 - 63846099. Unknown - unknown tibial component - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 4 years postop, the patient reported pain and was revised due to femoral loosening. The surgeon was able to pull the cemented femur off without using any instruments. The cement adhered to the patient's bone but not to the implant. Attempts have been made and all available information has been provided.